Manufacturer narrative:
Additional information was added to h4 and h6. H4: the potential lot number 19n019 manufacture date is december 03, 2019 - december 04, 2019. H10: a batch review was conducted for the lot number that was reported to be a potential lot and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported the most likely lot # was 19n019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. The reporter stated that 60ml of solution remained in the device at the end of the infusion. The device had been filled with flucloxacillin. The insertion site was the left basilica vein which was connected to a single lumen, 50cm catheter with an external length of 8cm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.